Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked insulin from the septum during the loading process. Cartridges were not used for insulin therapy. Customer changed the supplies to resolve the issue. There was no reported adverse impact to customer's blood glucose.